Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel of a limb. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 12 atmospheres for 2 minutes, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.